Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va19b85, implanted: (B)(6) 2016, product type: lead. Product ID: 3387-40, lot# v001355, implanted: (B)(4) 2006, product type: lead. Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that they replaced the patient¿s left gpi lead, and fortunately, their deep brain stimulation (dbs) benefit had been restored. They had optimized using the similar electrode configuration to their prior lead (1+2-3-).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient had high impedance on contact 0 during the replacement of their implantable neurostimulator (ins) and extensions. They added that the patient has dystonia mostly on the right side of their body and had been having trouble with therapy loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.